Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive when selecting a procedure in the application software. It was reported that the buttons were unresponsive to prompts from the user. It was reported that exiting the application software led to the representative being unable to re-enter the software. Shutting down the navigation system via the power button did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a navigation software anomaly tracking database.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Fdc code updated with the correct information. Software 9735585 stealthstation cranial; upn (B)(4); 510k k153660. If information is provided in the future, a supplemental report will be issued.